Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll had a syringe needle connectivity issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. "Hcp called (B)(6) to ask, "I need to get this izervay replaced? Something happened to it when the doctor went to give it". When pressed for further information the hcp stated, "when the doctor went to use it the syringe popped off as she was getting the air bubbles out". The medication was not given to a patient, " it just happened - I have it in my hand it's all taped up and boxed. I knew you were going to ask me questions about it so I made sure to have everything ready for you."

Manufacturer narrative:
(B)(4). Supplemental MDR - syringe needle connectivity issue. One sample was provided to our quality team for investigation. Upon inspection, no defects were observed on the syringe provided. A needle was attached to the syringe, and no connectivity issues were observed. Furthermore, a device history record review was completed for provided lot number 3041968. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.